Event description:
The guide wire was uncoiled on the distal part during the procedure. At the end of the procedure, when the guide wire was withdrawn from the guiding catheter, the guide wire broke. There was no pt injury. Another bmw guide wire was used and successfully crossed the lesion. No additional info was available.